Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that there was foreign material in the connector and the grommet had been damaged. Performance data collected from the device was analyzed and indicated low impedance. Lifetime minimum impedance value for the ventricular lead was 122 ohms. Otherwise, impedance trends data looks stable.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
.

Event description:
It was reported that the patient had symptoms of syncope, causing the patient to fall resulting in a head injury. The patient recovered. The patient was put on a holter monitor and found to have "frequent asystoles and long pauses suggesting complete failure of pacing and sensing." There was no evidence from pacemaker data of any failure except one very low reading of lead impendence (123 ohms), so the doctors decided to change the lead and pulse generator (removed and replaced). No further patient complications have been reported as a result of this event.